Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 497 mg/dl. The customer's current blood glucose was 307 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus and the syringe. Troubleshooting was done for high blood glucose and under delivery. The customer had using the insulin pump within 48 hours of the reported high blood glucose. The customer is on auto mode. Based on customer report customer does not allege pump was under delivering. The customer also reported that insulin pump had software error detected alarm. The insulin pump will not be returned for analysis.